Event description:
It was reported to boston scientific corporation that a microknife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the microknife needle fell off inside the patient. It was left to pass through the patient. The procedure was completed with another microknife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a microknife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the microknife needle fell off inside the patient. It was left to pass through the patient. The procedure was completed with another microknife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device found that the needle was in the retracted position. Functional evaluation found that the needle could only be extended out of the catheter tip approximately 0.5 mm when activated with the handle. The distal tip of the device was cut to expose the needle and the needle was measured and did not meet specification, indicating that a part of the device broke off. The distal end of broken cut wire was blackened and presents a ball weld on tip. The distal section of the broken cut wire was not returned. The condition of the returned device was consistent with the complaint that a part of the needle broke off. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context.' A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.